Manufacturer narrative:
(B)(4). Patient information updated.

Event description:
Covidien received information stating during patient use, the ht70 ventilator suddenly had a system error and ventilation stopped. The patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
A technician inspected the device by cycling the ventilator on and off several times however the reported condition was not reproduced.(B)(4)